Event description:
The customer observed falsely depressed architect vancomycin result on one patient. The following data was provided: on (B)(4) 2022 sid (B)(4) initial result was <0.24 ug/ml, repeats = 7.68 ug/ml and 8.73 ug/ml. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed leaking from the syringe assy. The fsr replaced the syringe assy which resolved the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results for (B)(4). There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect (B)(4) did not identify any trends associated with the complaint issue. A review of tracking and trending for the syringe assy did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect (B)(4) processing module for serial (B)(4) or the syringe assy was identified.